Event description:
It was reported per field service report: pump was on pt. Symptom - helium leak. Findings/actions taken: found purge failure alarm upon power up of pump. Vent valve not opening. Replaced pneumatic control switch (pcs) assembly. Found battery only lasting 5 minutes after 1 hour charge. Replaced battery. Passed functional testing.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.